Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the coronary sinus. After slitting, the lead moved back. The physician tried to place a wire down the lumen and it became difficult. The physician was unable to retainaccess to the coronary sinus branch with the wire. The lead was attempted and not used. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.